Event description:
Patient was revised to address infection. **update** 2/8/2013- litigation papers received. The MDR decision has been reversed and all products have been reported.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update -07/25/2016 pfs and medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, the pfs reports pain and limited activities. The revision notes reported metal ion debris, metallosis, and burnishing on the trunnion of the stem. Medical records report several falls and slightly elevated metal ion levels, but all the labs provided were at non-reportable levels and the results of cultures taken during revision came back negative for infection.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.